Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc meter. Customer reported receiving a recurring error 2 and experiencing hyperglycemia with symptoms described as dehydration and vomiting. Customer was seen at a hospital where healthcare meter results of 240 mg/dl, 226 mg/dl, 294 mg/dl, and 240 mg/dl were obtained. The customer was treated with intravenous fluids for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.